Event description:
It was reported that during an open reduction internal fixation of a zygomaticomaxillary complex fracture, a carol girard t-bar screw was used. An 8 mm piece of the screw broke off intra-operatively and is still retained in the patient bone. The surgeon decided to leave the carol girard t-bar screw in the patient as it would have been much riskier to attempt to retrieve it.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the instrument was not returned. Because the affected instrument was not returned for investigation a metallurgical examination ¿ indispensable in such cases ¿ cannot be performed and it is not possible to determine the exact root cause. According to previous investigations the possible root causes could have been: too high torsional forces during insertion; the user applied too high bending forces upon to the thread due to not completely cut off zygoma; insufficient cleaning caused pitting corrosion ¿ corrosion favours breakages. The instrument was used as a lever. Concerning the reported issue CAPA # (B)(4) has been implemented which became effectively in 2010-jan. Because no lot code number and no production code number was provided it could not be determined whether the product was manufactured before or after the measures became effective. Therefore further action is deemed to be not required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. Instrument not returned.

Event description:
It was reported that during an open reduction internal fixation of a zygomaticomaxillary complex fracture, a carol girard t-bar screw was used. An 8 mm piece of the screw broke off intra-operatively and is still retained in the patient bone. The surgeon decided to leave the carol girard t-bar screw in the patient as it would have been much riskier to attempt to retrieve it.